Event description:
It was reported that during surgery, the gap checker broke. Delay of less than 30min reported. No injury or back up reported.

Manufacturer narrative:
The associated zuk gap check was returned and evaluated. A visual inspection of the returned device revealed a small portion of the part has fractured off. The broken piece is not returned. The device shows signs of extreme wear/use. The manufacturing date of the device is unknown. Our investigation did not determine a specific cause of the stated failure. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.